Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval, it was discovered that the electrode belt connector pins were bent. The pins could not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received replacement electrode belt.

Event description:
During servicing of a (B)(6) male pt's electrode belt, a reprotable event was discovered. Electrode belt (B)(4) was found to have bent connector pins. The pt received a repalcement electrode belt.